Event description:
Additional information received reported that on 2014-(B)(6) the patient accidentally pulled out one of their leads. The patient called their health care provider¿s (hcp¿s) office and switched to the other side. The other side provided great stimulation for the patient and they went on to implant.

Event description:
It was reported that four days prior to this call the patient wires got stuck to the chair which he did not realize when got out of the chair both wires pulled out of his back. The patient stated he had good results from the right side and was ready to be schedule for permanent implant. The therapy did not work on the left. The patient stated because it was so hot that the two black things fused to the gauze on the left. It was only one side that worked. The patient reported following the leads pulling out of the spine, he had nausea, pain and dry heaves for 3 days before he finally had a bowel movement. It was also noted that 5 days prior to call stimulation stopped working. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. (B)(4).